Event description:
During asnis3 removal surgery, the surgeon used the cannulated driver first. The tip of the driver broke. Although the surgeon used the extractor, the tip of extractor also broke (small size and medium size). The surgeon was not able to remove the fragment of extractor.

Event description:
During asnis3 removal surgery, the surgeon used the cannulated driver first. The tip of the driver broke. Although the surgeon used the extractor, the tip of extractor also broke (small size and medium size). The surgeon was not able to remove the fragment of extractor.

Manufacturer narrative:
The reported issue was confirmed. Evaluation revealed both extractors to be the primary products. No concomitant products were reported. Technical evaluation: regarding extractor small: no deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The tip broke spontaneous due to a brittle fracture, caused by a bending overload. To prevent this, the extractor is laser-marked with the warning ¿do not lever¿. Both extractors are hardened to approx. 56 hrc. This means the material tends to breakage and not to bending. Therefore a carefully usage is necessary like required in the IFU. Furthermore the extractors shall not be used in case the screw is cold welded. The event description supposed that the asnis iii screw was hardly to remove; therefore it is possible that the screw was cold welded. Clinical evaluation: the case was evaluated by a medical expert via phone on (B)(4) 2013 to determine the risk. Usually the material will not cause any risks inside the patient. Nevertheless, the location of the broken pieces is unknown. Based on their location it is possible that the pieces can change their location and could lead to problems. Furthermore the broken pieces are ferromagnetic. Treatments with magnetic fields (i.e. Magnetic resonance tomography) could be a problem. The surgeon has to determine a risk to benefit consideration whether the broken pieces shall be removed or not. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.